Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found experiencing patient to specimen mis-association. Eua# (B)(4). The following has been provided by the initial reporter: customer stated he took a test and when he got the results it said a whole different name than his own on the account.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation of a complaint report involving a veritor at home test kit (product number 256094), lot unknown. According to information provided, the user took a test and when he got the results a name other than his own appeared. No further details were provided. Bd quality performs a systematic approach to investigate all complaints. This approach involves review for adverse trends and working in conjunction with the app developer where applicable. Bd quality performs a systematic approach to investigate all complaints. This approach involves review for adverse trends and working in conjunction with the app developer where applicable. Investigation found that the reported situation was related to a rare software issue specific to ios devices. As a result, ios app update v1.4 was incorporated to eliminate the potential for this situation to occur. This report is assessed as confirmed and corrected by the ios app update. There is no impact on the safety or efficacy of the product. Additionally, no new hazards or risks were identified during this evaluation. Bd continues to monitor all reports of this type, as well as for any associated trends. Currently no adverse trend for reports of this type have been identified. H3 other text : see h.10.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found experiencing patient to specimen mis-association. Eua#(B)(4). The following has been provided by the initial reporter: customer stated he took a test and when he got the results it said a whole different name than his own on the account.